Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient had pain implant site since implant. The caller reported swelling, tenderness, and warmth. The caller stated the pain had worsened in the 2 weeks prior to the call. The patient was given an antibiotic (augmentin) and the symptoms improved. The caller stated that after going off the augmentin the pain returned, however another dose of augmentin did not help the pain that returned. It was noted the caller was a retired physician and asked about biofilm. The caller stated he though the issue with the patient was biofilm, a slimy bacterium on the surface of the skin. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be issued.

Event description:
Caller stated that the patient's interstim system worked well, but it always hurt them. Caller clarified this to mean that the patient always was locally tender at the battery site since implant. Caller asked if representative had heard of "biofilm problems". Caller described the issue. Caller says if a device was not sterile, bacteria can adhere to the device and grow inside the patient. Caller said the bacteria could then be "mechanically disrupted" and released into the patient's immune system. Caller believed that this was what occurred with his wife's interstim system. Caller said that the patient took a "class" where they were moving around a lot and sitting on the floor. Caller confirmed that a CT scan was conducted and it was determined that the implanted system components were still positioned correctly. Caller said that the patient started experiencing pain (hurting) at the ins site in her "butt", wa rmness, tenderness, fever, inflammation, and swelling. Patient originally was given "augmentin", and the symptoms got better for a while before they recurred again. Patient was cultured and they found staph epidermititus, which led to a whole system explant. Caller said the symptoms resolved after the system was explanted. Caller had spoken to the doctor, who told him that company may have a coating over the devices to reduce the likelihood of infection. It was reviewed infection risks in labeling. It was conferred with representative regarding silicone and gold device coatings, but they were used for patients with allergies to titanium, and not as an effort to reduce infection. Caller stated that silver had a natural property to fight infection. Caller also mentioned that the patient had dry eyes and had a plug put in one of her tear ducts, but a similar biofilm issue occurred and they had to remove the plug. Caller confirmed that this was not related to the interstim system, and he just mentioned it because the patient was susceptible to the biofilm issue. Interstim system explanted on (B)(6) 2017 due to infection.